Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received no delivery alarm. The customer's blood glucose was 221mg/dl at the time of incident. The customer was assisted with troubleshoot but the issue of no delivery alarm was remain unresolved. Customer will return insulin pump for analysis.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Unit received with corroded battery tube.